Event description:
Additional information was received from a physician and it was reported the type of drug delivered via the pump was compounded baclofen 2000 mcg/ml. The daily dose was 200 mcg/day. Other medications the patient was taking at the time of the event were listed as none. The patient's pertinent medical history included ms (multiple sclerosis). The pump was refilled at the patient's home by a home care agency. Regarding resolution of the infection, the pump was removed and antibiotic regimen was given. No additional information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n112272016, implanted: (B)(6) 2008, product type: catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a company representative regarding a patient receiving an unknown intrathecal medication via an implantable infusion pump. Indication for use was multiple sclerosis and intractable spasticity. The pump became infected following refill on an unreported date. The pump was explanted (date unknown). No device malfunction was alleged. Troubleshooting, diagnostics, additional intervention, patient symptoms, and outcome were not provided. Additional information has been requested but was not available at the time of this report.